Manufacturer narrative:
Section "d4: device UDI number" was submitted with UDI # (B)(4) in error. Associated lot # 60679226 was manufactured prior to 24-sep-2015, as a result, a UDI number is not required.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. First name unknown / not provided. PMA/510k: k011028, k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary reporting.

Event description:
It was reported that the implant at tooth site # 9 was removed due to pain and infection. Patient placed on antibiotics. Surgical/medical intervention required for permanent damage: yes, removal of implant and suture. Additional appointment required: yes, future implant. Symptoms as a result of the event: infection, pain.